Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-23600. It was reported that an asymptomatic patient presented with their atrial lead exhibiting a high capture threshold. An x-ray revealed that both the atrial and right ventricular lead had become partially dislodged. Right ventricular lead also exhibited a loss of slack. Both leads were revised on (B)(6) 2020. Patient had no consequences as a result of the procedure.